Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net with non-sustained rv oversensing episodes. Analysis of the episodes revealed possible myopotential oversensing. Programming changes were made and the patient condition is fine.